Event description:
Allegedly patient complained of pain after thr and surgeon thought there may be impingement between the neck and the cup. Using the milan neck extractor, the head and neck were replaced and a full range of motion was shown without impingement.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in the (B)(6). This is the same event as 3010536692-2014-01195.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.